Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the battery compartment was cracked. The leak test was performed and leak was found in the battery compartment. The battery compartment was free of moisture. The device was opened and there was moisture present throughout the pump. Unrelated to the original complaint, it was observed that there was moisture present in the display lens. Also unrelated to the original complaint, there was a green line through the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.